Manufacturer narrative:
Patient weight is estimated. Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. Reportedly, patient has not been comfortable with the placement of the ipg since implant, as such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that the patient had a rfa procedure done to address the issue. Surgical intervention is still anticipated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg. The new ipg was implanted in the same pocket, however the pocket was made deeper and shifted laterally to address the issue.